Event description:
It was reported that the user was asleep when the ilet indicated a low glucose of 65 mg/dl, and the user treated with three glucose tablets and a small amount of juice; the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and the cause was not established, with insufficient information to determine a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.